Event description:
It was reported that following an ischemic ventricular tachycardia ablation the patient had a two to three inch second degree burn on the lower left back. This burn was under the indifferent electrode (single valley lab patch) for the stockert. Also it was reported that the patient was also lying on a heating blanket resulting in perspiration and this may have adversely affected the adhesion of the indifferent electrode. The number of delivered rf application was 61 and each one was delivered for 30-40 seconds. Maximum power used was 50 watts. There was no surgical intervention needed just applying area with cream and no prolonged hospitalization.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial # (B)(4). Ez steer thermocool nav 4mm: model# d-1292-04-s, lot # 15778118m. Coolflow pump: model# m-5491-02, serial # unknown. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). Reported that following an ischemic ventricular tachycardia ablation the patient had a two to three inch second degree burn on the lower left back. After a follow up, it was stated that the account does not want the unit to be tested because of the patient incident. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.